Event description:
It was reported that, the patient contacted support after experiencing elevated blood glucose for several hours and discovered that the luer connector had detached from the device. The agent guided the patient through replacing the connector, after which insulin delivery resumed. The patient was advised to monitor blood glucose over the next few hours and to call back if levels did not improve within 90 minutes. The patient reported feeling tired and unwell but declined a follow-up call. Later review of the patient¿s reports indicated that blood glucose levels were able to be corrected. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.